Event description:
It was reported that the customer's blood glucose level was 450 mg/dl. When customer removed the infusion set cannula from the site, the cannula was observed to be kinked. Reportedly, customer did not receive an occlusion alarm.

Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up report will be submitted if the device is received.